Manufacturer narrative:
It was confirmed there was minimal delay in patient care as a result of the device behavior. Multiple attempts were made to obtain the current status of the patient and the serial number of the infinity m540; however, this information was not provided. The iacs log files for this patient were not available for review, but the log files from the infinity central station (ics) were available and reviewed by draeger. The ics log files confirmed the expected vt alarm did not activate but instead alarms for high heart rate (hf > 120) and low arterial pressure (art m < 60) were active at the time of the event. The electrocardiogram (ECG) waveforms from the patient's full disclosure were also reviewed by draeger, and it was confirmed that two vt events were detected on lead ii. It was discovered that during the first vt event, after 8 premature ventricular contractions (pvcs) were detected, the device's neutral lead switched to v2 and then back to rl, which triggered the device to perform an automatic relearn of the patient's ECG. During this relearn the m540 monitor built the patient's normal heartbeat template on the pvcs that were still occurring. As a result of the device considering these pvcs as the patient's normal rhythm, all pvcs that occurred following this relearn were classified as normal beats. This behavior caused 2 events of vt to not be accurately detected and for the criteria to generate an alarm for vt to not be met. The instructions for use (IFU) provides users with full details on how the m540 monitor performs learning/relearning of dominant qrs pattern behaviors, the creation of reference templates, and the specific signal criteria required for the generation of arrythmia alarms. In conclusion, no device malfunction was identified and the root cause for the reported event was confirmed to be a limitation of the device's algorithm.

Event description:
It was reported that on (B)(6) 2025, the infinity acute care system (iacs) m540 monitor did not alarm for ventricular tachycardia. There was no report of adverse patient impact.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.

Event description:
It was reported that on november 17th 2025, the infinity acute care system (iacs) m540 monitor did not alarm for ventricular tachycardia. There was no report of adverse patient impact.